Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on (B)(6) 2006. It is further alleged that the patient was revised on (B)(6) 2007 due to onset of pain and x-rays showed movement of the acetabular component.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding acetabular loosening involving a trident psl ha cluster shell was not confirmed.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a left total hip arthroplasty on (B)(6), 2006. It is further alleged that the patient was revised on (B)(6), 2007 due to onset of pain and x-rays showed movement of the acetabular component.